Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator failed a test step during testing. There was no harm or injury reported.  During evaluation of the device at a third party service center it was discovered that the system board, display board, blower and obm assembly need to be replaced to address the error. The air foam filter was also replaced as part of preventive maintenance. Device evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported.  The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.